Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapy capabilities exhibited atrial undersensing in this patient with atrial fibrillation. Since implant no p wave measurments have been reported, therefore, all daily measurments are either paced or not recorded. Impedance and threshold measurements are normal and stable. It is also reported that about a week prior, the patient recieved anti tachicardia pacing (atp) and a shock. On stored electrograms no p-waves are discernible. The atrial pacing threshold now is .8v, down from 2 v at implant. Guidant received subsequent information that during the evacuation of a hematoma at the device implant site (the patient was on blood thinners) the surgeon cut the implantable transvenous defibrillation lead.